Manufacturer narrative:
The date of the event is approximated based on the description of events within the article. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
Hayashi et al., 2018 - a literature article was published on 26 october 2018 which indicated the following: a pseudoaneurysm was noted during use of optical coherence tomography imaging following four treatments with a viperwire and orbital atherectomy device. The opinion of the physician is that the pseudoaneurysm may have been caused by unintended atherectomy in the intima and media of a normal segment of the artery due to wire bias which stemmed from the stiffness of the viperwire. The pseudoaneurysm was not treated, and the case was completed. The patient was discharged two days after the procedure following close monitoring. At a five month follow-up appointment, the patient remained asymptomatic, and imaging showed a healing pseudoaneurysm with fibrous plaque.